Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient who had been implanted with a locking compression plate (lcp) distal fibula plate presented with a skin necrosis. The plate was removed earlier than initially planned, and the necrosis healed. The surgeon did not report any product defects for the lcp distal fibula plate, cannulated cancellous screw, k wire or winding wire that were used in this surgery. This is report 1 of 8 for (B)(4).

Manufacturer narrative:
Additional narrative: DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp lateral distal fibula plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, a review of the raw material device history record revealed this lot met all specifications at time of acceptance. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The complaint determined to be not confirmed based on the DHR review only. No device was returned for dimensional inspection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.